Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 600mg/dl at the time of the incident. The customer reported that they had not been able to get his blood glucose under 200mg/dl and it has been above 600mg/dl, and this morning it was 479mg/dl. When he put on the new sensor his blood glucose was high. Patient's current blood glucose was 479mg/dl. The customer treated for high blood glucose with pump. Based on customer report customer does not allege pump was under delivering. The pump passed high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.